Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 sensor and the ilet, with recurring sensor error messages and brief reconnections, consistent with an intermittent communication failure associated with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure linked to the device¿s antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.